Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. No unexpected insulin flow blocked alarm noted during testing. All test bolus and basal delivered properly their indicated amounts and were listed in the bolus history screen. No bolus or basal anomaly noted. Device received with scratched case and missing address serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a pump error on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.